Manufacturer narrative:
(B)(6)

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys cea assay on a cobas e 411 immunoassay analyzer. The sample initially resulted with a cea value of 0.2 ng/ml. The sample was repeated twice, resulting as 166.3 ng/ml and 160.5 ng/ml. Only the 166.3 ng/ml value was reported outside of the laboratory. No adverse events were alleged to have occurred with the patient. The customer did not report any health deterioration of the patient. The cea reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
The customer believed the repeat value of 166.3 ng/ml to be correct. The investigation was unable to find a definitive root cause.